Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the touch screen was unresponsive. The customer's blood glucose was 185 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.